Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000060811.

Event description:
It was reported patient experienced loss of effective stimulation due to lead migration. It is unknown which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, wherein the entire system was explanted to address the issue.